Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call to have gone to the emergency room and urgent care on (B)(6) 2016 with a blood glucose level of 298 mg/dl. The customer had difficulty breathing, standing for a long period of time, and had weakness. The customer fell. It was reported that her blood glucose was between 300 mg/dl and 500 mg/dl. Customer did contact their healthcare professional. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting was performed. The customer saw a bubble in the center of the tubing. Insulin pump passed self-test. Customer's blood glucose level was treated with boluses from the insulin pump. The device was not returned.